Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. Treatment information was not reported and it was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. A batch review was conducted for potentially associated lot numbers gd895094 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.